Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-636a-1663: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, signs of slight melting, and moderate contamintion, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 230,152 joules and 31 minutes it was noted that the "aiming beam was no longer there". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported. No injury to patient was reported.